Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid in the lead lumen. The drug collar was separated from the anode electrode at 882 millimeters (mm) from the terminal pin. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. The lead did not pass guidewire insertion testing at 828 mm, due to dried bodily fluid in the lumen. Laboratory testing was unable to reproduce the reported loss of capture or dislodgement; however, the observed guidewire clinical observations were confirmed.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead transferred to a new clinic for follow-up, where it was discovered that this lead had been programmed off since immediately following implant. It was suspected that the lead had dislodged, as the lead exhibited non-capture. An x-ray was scheduled to determine if the lead had dislodged. It was noted that the patient was having worsening heart failure symptoms, thus the lead was scheduled to be revised. Additional information was provided that the lead had dislodged into the patient's coronary sinus. A revision procedure was therefore performed. During the procedure, an attempt was made to reposition the lead. The lead was taken out of the device header, and the physician attempted to advance a guidewire down the lead; however, it could not be advanced through the end of the lead. The lead was extracted and a new system was going to be attempted on the right side in the near future. No additional adverse patient effects were reported.